Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the non tortuous and moderately calcified shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 1 minute. A pinhole was also noted on the device. The device was removed without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.